Event description:
The surgeon reported that at the beginning of surgery, the vitrectomy probe was dull with poor cutting noted. The probe was switched out and the case was completed as planned. No pt injury was reported.

Manufacturer narrative:
The sample will be returning for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).